Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the sterling catheter was received inside a sterling product pouch and shelf box. The batch number on the returned product pouch and shelf box matched the information on the device. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery (sfa). A 4.0mmx40mmx135cm sterling balloon catheter was used to treat the lesion. During the first inflation the balloon ruptured at 8 atmospheres. The balloon was removed from the patient and the procedure was completed with a 5mm sterling balloon. There were no patient complications reported and the patients status post procedure was good.